Event description:
The customer reported the device was failing with error code 10004. The customer also reported that the device locked up, blanked the screen and displayed error code 10004. This error code is accompanied by the message/instruction system failure cycle power and the device halts operation. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device was failing with error code 10004. The customer also reported that the device locked up, blanked the screen and displayed error code 10004. This error code is accompanied by the message/instruction system failure cycle power and the device halts operation. There was no report of pt involvement or adverse pt impact. Philips evaluated the device. While philips could not recreate this issue, multiple 10004 entries were found in the system log. The control pca was replaced to resolve this issue.